Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose (bg) level reached 20 mmol/l (360 mg/dl) while wearing the pod between 24 and 36 hours. When removed from the infusion site, the patient indicated that they could "barely see the cannula" and that the pink slide did not move forward, indicating the cannula did not properly deploy at pod activation. No treatment information was provided.